Event description:
The customer reported that this ventilator is alarming: vent inop, motor fault, apnea interval high peep, high pip, low ve. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the blender fixed the reported issue. The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the manufacturer.

Manufacturer narrative:
The failure analysis received a vela blender module ii and conducted a visual inspection. The blender module ii was installed to an oxygen wall fixture regulated to 50 psi and placed on service for duplicating the reported problem. The unit was powered on in operation mode; vent inop displaying 155psi on psig o2 inlet. Event log displayed alarm o2 inlet high and vent inop. No audible leaks were found. The unit was switched to service mode. Performed 6.2.7 o2 pressure transducer calibration with oxygen wall fixture regulated to 50psi; calibration failed on 0 psi. O2 blender pcba was disconnected and the unit was powered up in operation mode; did not vent inop. Psig o2 inlet displayed 38psi. The reported problem was duplicated and was isolated to o2 blender pcba that failed. The pcba is an out of house product that cannot be further evaluated at this time. This is an isolated incident and the part will be held for further trends. The vela blender module ii was scrapped.